Manufacturer narrative:
N/a

Event description:
Investigation into medwatch report mw5166217 is as follows: analysis of this event indicates that the patient received an inappropriate shock on 2/7/2025, which was already reported to FDA under MDR number 3008642652-2025-01924-00. There was no known reported injury related ¿singe/burn marks¿. By design, blue gel is expected to be delivered prior to a defibrillation event; not after shocking the patient. Subsequently, a separate complaint was logged for the same patient, indicating a rash or skin irritation. Follow up with the patient on (B)(6) 2025 indicated that the irritation was due to the garment clasp, unrelated to the defibrillation shock or the defibrillation pads, and was healing on its own where medical attention was not required. Conclusion: the allegation for the patient sustaining ¿singe/burn marks as a result of no gel released prior to shock¿ was not associated with the defibrillation event. There was no medical intervention associated with this event. There is no indication that the use of the device was life threatening or necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The reported injury in the medwatch report mw5166217 is not a reportable event. Closing this medwatch report.